Event description:
It was reported when using the bd smartsite¿ needle-free connectorbd smartsite¿ needle-free connector, the user experienced a blocked product. The following information was provided by the initial reporter. The customer stated: the child came to the hospital for treatment due to bronchial pneumonia, cerebrovascular disease, headache, and drowsiness. On (B)(6) 2021, the nurse performed venous indwelling needle puncture for the child. When connecting the needleless closed infusion connector, it was found that the connector was blocked. Use prefilling the type catheter irrigator cannot be pushed when flushing, immediately stop using it and replace it with a new needle-free closed infusion connector.

Manufacturer narrative:
Investigation summary: a 2000e (B)(4) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21045805. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045805 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each smartsite. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e (B)(4) product in the past 12 months.